Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (treatment) was unable to be positively confirmed due to a monitor reset. The monitor reset during the reported treatment event. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor. Electrode belt sn (B)(4) was returned to the distributor and was evaluated in accordance with zoll manufacturing corporation recommendations. The electrode belt was determined to be fully functional during the evaluation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll manufacturing corporation and reported that a patient stated he was treated by the lifevest. The patient reported that he was shocked and fell on (B)(6) 2015. The patient did not sustain an injury from the fall. The patient's monitor reset during the reported event. The patient's rhythm prior to the reported treatment is not known. The patient was conscious during the event and did not press the response buttons. The patient did not seek any medical attention.